Event description:
Discordant advia centaur troponin ultra (tniu) and (B)(6) results were obtained on pt samples. The results were reported to the health care providers. The samples were retested six hours later and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant tniu or (B)(6) results.

Manufacturer narrative:
The customer went to replace wash 1 reagent and saw the acid had been misplaced in the wash 1 position by the previous shift. A siemens field service engineer (fse) went to the customer site and decontaminated the system. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur troponin ultra (tniu) and (B)(6) results were obtained on pt samples. The results were reported to the health care providers. The samples were retested six hours later and corrected reports were issued. There are no reports of pt intervention or adverse health consequence due to the discordant tniu or (B)(6) results.

Manufacturer narrative:
The customer went to replace wash 1 reagent and saw that acid had been misplaced in the wash 1 position by the previous shift. A siemens field service engineer (fse) went to the customer site and decontaminated the system. The instrument is performing within specifications. No further eval of the device is required.